Manufacturer narrative:
D3 - date of event: eligible patients for the study were treated with the device between 01jan2017 and 31dec2019. G4 - PMA/510(k)#: exempt. H3 - device evaluated by mfg?: the device will not be returned to the manufacturer this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a thal-quick chest tube dislodged two days after placement into a 31-year-old male patient. On the day of admission, the patient was treated for primary spontaneous pneumothorax with emergent placement of a thal-quick chest tube in the midaxillary 4th intercostal space using the seldinger technique. X-ray imaging confirmed device placement in the desired location, and the tube was attached to active wall suction. Initiation of drainage was successfully achieved. On the second day of admission, the patient experienced subcutaneous emphysema and a recurrent pneumothorax due to chest tube dislodgement. As a result, the patient had an additional chest tub placed on the fourth day of admission, and the event resolved. Additionally, on the fourth day of admission, the patient began to experience persistent air leaks. An additional chest tube was then placed in the patient for treatment. The air leaks resolved on day 10 of admission. It was noted that the patient had been pulling on the chest tube for several days, causing the retraction of the tip of the tube into the chest wall. This led to the subcutaneous emphysema and recurrent pneumothorax. The patient was discharged from the hospital 10 days post-procedure.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 - annex a. Investigation ¿ evaluation. It was reported that a thal-quick chest tube dislodged two days after placement. The patient was a 31-year-old male with no relevant medical history. On the day of admission, the patient was treated for primary spontaneous pneumothorax with emergent placement of a thal-quick chest tube in the midaxillary 4th intercostal space using the seldinger technique. X-ray imaging confirmed device placement in the desired location, and the tube was attached to active wall suction. Initiation of drainage was successfully achieved. On the second day of admission, the patient experienced subcutaneous emphysema and a recurrent pneumothorax due to chest tube dislodgement. As a result, the patient had an additional chest tube placed on the fourth day of admission, and the event resolved. Additionally, on the fourth day of admission, the patient began to experience persistent air leaks. An additional chest tube was then placed in the patient for treatment. The air leaks resolved on day 10 of admission. It was noted that the patient had been pulling on the chest tube for several days, causing the retraction of the tip of the tube into the chest wall. This led to the subcutaneous emphysema and recurrent pneumothorax. The patient was discharged from the hospital 10 days post-procedure. A lot number or a rpn was not provided. A sales search for thal-quick devices sold in USA in the last 3 years identified the rpn c-tqts-1400 as the most sold rpn. Reviews of documentation including quality control, manufacturing instructions (mi), and instructions for use (IFU), were conducted for this representative device during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU (c_t_thal_rev11, ¿thal-quick chest tube sets and trays¿) packaged with the device contains the following in relation to the reported failure mode: instructions for use ¿11. The chest tube can now be sutured to the skin and is ready for use.¿ based on the information provided, no device return, and the results of the investigation, cook concluded that unintended user error contributed to this event. There was no information regarding how now the device was secured to the patient; however, it was noted that the patient had been pulling on the device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.